Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: ryan had an error 200.5040 on some lvps8100. These units were sent in to our service repair center for bezel recall update. They were returned to ryan with software (B)(4) and they were not compatible with his pcus8015 software (B)(4) ryan did not have poc software (B)(4) to flash these lvps software down to 9.17 to make it compatible with his pcus. He would like to send these units back for software correction. The serial numbers are: (B)(4). Case resolution: transferred (B)(6) to com for rga numbers to send units back for software down grade to (B)(4) to make them compatible with pcus software (B)(4). (B)(4).